Manufacturer narrative:
Evaluation results: fse replaced the instrument transducer and pipettor supply tubing after noting several issues with the parts. Fse also flushed the vacuum pressurized lines within the instrument.

Event description:
On (B)(6) 2012, customer reported that the access 2 instrument generated erroneously low accutni patient results within the normal range of the assay for three patients. The results were reported out of the lab. Customer reported that the patient results were questioned by the patients' doctors and there were no changes in treatment connected to the erroneous results. Repeat testing of the patient samples on the same instrument and on a different instrument produced higher results well above the ami cutoff for all three patients. Customer did not provide information regarding additional test results that were eventually accepted by the patients' doctors. Customer provided quality control (qc) data that indicated qc performed within the customer's established limits both before and after the event had occurred. System checks performed on (B)(4) 2012, passed within instrument specifications. The patient samples were collected in lihep plasma sample tubes that were centrifuged for 5 minutes at 4200rpm. Customer reported to hotline that the initial patient results of 0.00ng/ml were not matching the clinical picture of the patient and were not reproducible upon repeat. Customer did not report they had observed any hardware related issues or system generated flags in connection to this event. Field service engineer (fse) evaluated the instrument on (B)(4) 2012. Fse replaced the instrument transducer and pipettor supply tubing after noting several issues with the parts. Fse also flushed the vacuum pressurized lines within the instrument in order to correct the low vacuum readout of 250mmg. The vacuum reading after flushing the "vacuum" was at 550mmg, well above the minimum pressure limit of 450mmg. After flushing the vacuum lines fs e performed a passing vacuum check test. Fse verified instrument alignments and transducer voltages after all repairs were completed, and qc passed within the established limits to verify instrument performance was acceptable after repairs were completed.